Event description:
Report received from united states indicating the device "does not function." It is not known whether the device was used in surgery or if medical intervention occurred. There as no report of injury. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional is received, a supplemental MDR will be sent. (B)(4).